Manufacturer narrative:
Inspected reservoir, snap-cap and septum for anomalies none were found. Performed occlusion test per specifications, reservoir filled and connected to new infusion set. Installed reservoir and connector into insulin pump and performed infusion set. Installed reservoir and connector to insulin pump and performed catheter tip. Reservoir not occluded.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported receiving a no delivery alarm on the insulin pump. Customer stated that she has wasted 6 infusion sets and keeps getting the alarm. Through troubleshooting it was noted that the alarm was caused by a set and reservoir connection. Customer also stated that insulin was not as clear as the ones in the past. Customer's blood glucose reading at the time of the call was 423 mg/dl and has treated with a bolus. No further information reported.